Event description:
It was reported that pump developed spiderweb cracks behind touchscreen, and display issue affected customer¿s ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump.